Manufacturer narrative:
Device evaluation: 1 x ttso ¿ 10-xx of unknown lot number was unavailable for return to cirl for evaluation. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all ttso-10-xx devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for the ttso-10 device could not be completed as the lot number was unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as per the instructions for use section of the ifu0045-7, ¿introduce stent, tapered tip first and positioning sleeve onto guiding catheter and prepositioned wire guide. There is evidence to suggest that the user did not follow the IFU as the stent was placed upside down in the patient. The customer states ¿one of the 4 flaps at the distal end almost torn off, stent was placed upside down in patient¿. This incorrect orientation of the stent during placement could be attributed to the difficulty experienced while placing the stent. Root cause review: a definitive root cause can be attributed to the user error of placement of the stent in the incorrect orientation in the patient. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. Additional information received on the 11th of may below to ¿one of the 4 flaps at the distal end almost torn off, stent was placed upside down in patient¿. It has also been confirmed that a flap did not remain in the working channel of the endoscope. 1. Please indicate where the device was stored prior to use. As indicated. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Jackwire 35. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Yes. 4. Was the wire guide inspected for damage prior to use? Yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished? With device in question. 8. Is the patient known to be covid-19 positive? No. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? I suppose yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct. 5. Was resistance encountered when advancing the wire guide to the target location? No. 6. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. 7. Was resistance encountered when advancing the introduction system in place to the target location? No. 8. Was resistance encountered when advancing the stent through the obstructed area? No n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Did not break . 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No. 14. Is the patient known to be covid-19 positive? No.

Event description:
Additional information received on the (B)(6) below to ¿one of the 4 flaps at the distal end almost torn off, stent was placed upside down in patient¿it has also been confirmed that a flap did not remain in the working channel of the endoscope.

Manufacturer narrative:
This is a correction report for the description of event and brief description which has been amended based on additional information received on 11-may-2020. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
While releasing the stent into the bilary duct, one of the 4 flaps at the distal end apparently is torn off and remains inside the working channel of the endoscope. It is assumed that albaran might cause this, as the stent with 4 flaps is more difficult to be pushed alongside the albaran, as one with less flaps at the far end. L. "As per complaint form": while releasing the stent into the bilay duct,one of the 4 flaps at the distal end apparently is torn off and remains inside the working channel. After re-checking with the customer, it seemed that the stent was placed upside down, which